Manufacturer narrative:
It was reported that during the intervention procedure, enlargement of aneurysm diameter was observed, although it was difficult to determine the endoleak. The ctag was implanted inside the vessel and the patient's condition is under observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that on an unknown date after the procedure the diameter of the aneurysm increased and a type iiib endoleak was suspected. A secondary procedure was carried out approximately three years post the index procedure in order to repair the type iiib endoleak and a non-mdt stent graft was implanted inside the valiant stent graft. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.